Event description:
Same case as 2134265-2008-03669, 03670, 04129, 04236. It was reported that during a coronary drug eluting stenting treatment procedure, stents would not cross and were damaged and the patient expired post procedure. The physician decided to go ahead with intervention after the patient with severe coronary artery disease refused surgery. A taxus liberte 4.0x8 mm stent was placed at the ostium of the left main, which was heavily calcified. It was then thought that there was a dissection and the physician decided to deploy a taxus liberte 3.0x12 mm and 3.0x16 mm stent simultaneously into the left anterior descending (lad) and proximal ramus artery through a 7fr guide catheter. The two stents would not pass through the 80% stenosed lesions and when they were extracted, it was noticed that both were damaged, due to heavy calcium in the vessels. The physician then tried the procedure again with 2 new taxus liberte 4.0x12 mm and 3.0x12 mm stents and both stents would not cross the lesion and when removed were damaged. He then tried two non bsc stents which were placed successfully in the proximal lad. The result was satisfactory and the procedure was deemed completed. The patient was sent to ICU in stable condition. Half an hour later, the patient experienced chest pain and died. In the opinion of the physician, the death was not considered to be related to the taxus liberte stent and the patient most likely sustained a massive myocardial infarction due to stent thrombosis in the left main stem.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The directions for use (dfu) contraindicates the use of the taxus liberte device in an unprotected left main coronary artery. Taking into consideration the thorough evaluation conducted and the details of the complaint, anticipated procedural complications would be the most probable root cause. The complaint also indicates that when the stents were withdrawn, damage was present on the stent which the physician attributed to "heavy calcium in the vessels". A heavy calcified lesion may have been a contributing factor. A review of the device history record for this batch shows the device met its material, assembly and product specifications at the time of its release to distribution. Product unavailable for analysis